Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and that air bubbles were observed in the infusion set tubing. Customer disconnected at the cartridge instead of at the site. Tandem technical support educated customer on proper way to disconnect. Customer primed the tubing to resolve the issue and resumed insulin delivery. There was no impact to the customer's blood glucose level.